Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 25-apr-2024, it was reported that the patient suffered from hyperglycemia ,diabetic ketoacidosis on (B)(6) 2017. The blood glucose level of the patient was 600 mg/dl prior to hospitalsation. During hospitalisation, the patient was treated with insulin drip and intravenous fluid. The patient was discharged from hospital on (B)(6) 2017 with a diagnosis of diabetic ketoacidosis. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.